Manufacturer narrative:
Reference MFR. Report: 1221359-2021-01609. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positives results on the ID now covid-19 assay . This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result with the ID now covid--19 assay performed on (B)(6) 2021 on a nasopharyngeal flocked iclean microfiber swab. Repeating testing was performed. Pcr confirmation testing on a nasopharyngeal swab generated negative results. Per the customer it is not known if the patient was symptomatic or not. No patient harm occurred and there was a "slight delay" in patient transfer due to the false result.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m137749 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m137749 and test base part number 190-430 / lot m137749. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m137749 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause sample interference or cross contamination. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.